Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a neurological interventional procedure. Reportedly, there was resistance splitting the sheath. The sheath did not split completely and was safely removed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported thumb advancement/sheath split issue was confirmed. Failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.